Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported after completing the load process, the customer received a minimum fill message. Reportedly, the customer was unable to provide the amount of insulin that the cartridge had been filled with. The customer declined further troubleshooting on the reported event. Subsequently, the customer reported a blood glucose (bg) level of 68 mg/dl, but was unaware of the what cause the bg level to become low. To treat the low bg level, the customer consumed food. Reportedly, at the time of the reported event, the customer did not have additional insulin available, and confirmed backup therapy would be used for diabetes management. Recommendation was made to consult with health care provider regarding diabetes management. The customer declined further follow-up from tandem technical support.